Manufacturer narrative:
Corrected information was provided in d.4. Additional information was added in h.3.,h.6. And h.11. The lens was returned positioned incorrectly in the lens case inside the lens carton. A small amount of viscoelastic was observed on the lens. One haptic was broken in the gusset area against a post of the lens case. The broken haptic was not returned. The other haptic distal tip was scrape along the edge. The optic was tilted into the well area of the lens case. Areas of the optic edge were broken and torn on and against three posts of the lens case. The anterior optic surface was also scraped near the broken optic damage. Photos were provided that matched the returned sample. Product history records were reviewed and documentation indicated the product met release criteria. The root cause cannot be determined. The reported complaint was for "defective". The specific issue was not provided. Based on photos and evaluation of the returned sample, haptic and optic damage was observed. The damage was similar in appearance to lens case related damage. If the lens becomes misaligned in the lens case, lens damage may occur. The presence of the solution on the returned sample is evidence that the product was subjected to handling. Due to the presence of surgical solution, we are unable to verify that the damage was present when opened. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported with a description of defective intraocular lens (iol). Additional information was requested.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).